Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: left hemicolectomy event description: we saw that the plastic seal at the sleeve of the inner ring of the alexis (cngl2) was loose. Took a new one. Additional information received from applied medical representative via email on 02apr26: part of alexis inner ring detached at the end of the procedure. Intervention: device replacement patient status: patient is ok.